Event description:
It was reported that pump triggered cartridge alarm 20 and had multiple cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, and instructed customer to place old pump in storage mode, return it within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor in replacement pump.